Event description:
Information received from a trial patient in advance evaluation. It was reported that patient was still not able to void on his own. Patient would increase stim to see if it helped. Patient was in the car at the time of the report. Patient status was noted as alive, no injury. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.